Event description:
Event description guidant received information from the legal department, that the patient implanted with this implantable cardioverter defibrillator (ICD) has retained an attorney. To date, no device allegation has been made. Guidant received additional information that the device was explanted due to the advisory. This transvenous implantable lead exhibited shocking impedance greater than 125 ohms during the changeout procedure. It was capped and a competitive lead was implanted. A new device was also implanted.